Manufacturer narrative:
Conclusion code: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0 mm. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -10.5/+0.5/x149 diopter, in the patient's right eye (od), on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: the device was returned dry in a small vial. Visual inspection found no visible damage to the lens and foreign material on lens surface (debris and clear residue). (B)(4).